Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and revealed that the device¿s flowrate was within specification both when the flow rate control module was set to 5ml/hr, and when it was set to 3ml/hr. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor underinfused. The device had been filled with 300ml of anapeine (non-baxter product), and the flow rate was set to 3ml/hr. Three days after the start of infusion, the amount of fluid remaining in the device was stated to be greater than expected. The infusion was then stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.